Manufacturer narrative:
A physician opened a 135cm/12cm ekosonic kit and the iddc was placed successfully, but when the msd was placed the ultrasonic treatment zone of the msd was not contained between the marker bands of the iddc. The physician checked the product label and confirmed it was labeled as a 135cm working length. The msd was removed from the patient and measured, and it was 106cm long. A new ekosonic kit was opened and the new msd placed, resulting in a properly paired kit and successful operation of the device. Treatment was delayed by only a few minutes and there was no impact to the patient. The 106cm msd was returned to ekos and measured, and it was confirmed to be 106cm although it was labeled as 135cm. The msd eprom data shows the msd was programmed as 135cm, although the actual length was 106cm. Based on internal quality review pertaining to voluntary recall 3001627457-1292016-001r, this instance is being reported. Immediate correction-type actions have been implemented. A CAPA has been opened to identify and implement corrective/preventive type actions.

Event description:
A physician opened a 135cm/12cm ekosonic kit and the iddc was placed successfully, but when the msd was placed the ultrasonic treatment zone of the msd was not contained between the marker bands of the iddc. The physician checked the product label and confirmed it was labeled as a 135cm working length. The msd was removed from the patient and measured, and it was 106cm long. A new ekosonic kit was opened and the new msd placed, resulting in a properly paired kit and successful operation of the device. Treatment was delayed by only a few minutes and there was no impact to the patient.